Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call of needing training for new insulin pump that customer received. Caller reported that customer was having low blood glucose of 36 mg/dl, which were treated with manual injection and food. Caller reported that settings may be incorrect. Caller declined further troubleshooting.